Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a broken power port.

Manufacturer narrative:
It was reported that the patient's controller had a loose power port. A controller exchange was performed with no consequences to the patient. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection due to an observation that the controller port 1 and port 2 connectors were found loose from the controller housing. The controller port 1 was loose with the o-ring gasket displaced and the port 2 was loose with the o-ring gasket still in place. As a result of these findings, the controller was found out of specifications. Note: this controller was received with the old software version installed (not smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address anomalies of loose connectors. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It further reported that the patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Event description:
It further reported that the patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.